Manufacturer narrative:
Date of event estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effects of, pseudoaneurysm, infection, hematoma, pain and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article that there were no device malfunctions using either techstar and prostar devices; however, possibly related to patients effects: inadequate hemostasis, surgery, ultrasound guided compression, untreated pseudoaneurysm, infection requiring oral antibiotics, hematoma, manual compression, pain at the access site. Details are listed in the attached article, titled "management of arterial puncture site after catheterization procedures: evaluating a suture-mediated closure device."